Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 403 mg/dl. The patient stated that they believed their insulin pump was under-delivering. The patient did not have any alternative ways to treat their high blood glucose at the time of call. During troubleshooting the customer was advised on proper infusion set insertion and usage protocol. The device settings were also reviewed and no issues were noted. No definitive evidence of under-delivery was discovered during the phone call. The insulin pump was not returned for analysis.